Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis indicated that the allegations against the lead were confirmed based on inner insulation damage and deformed coils.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to lead body damage. The physician stated that the stylet was extremely difficult to advance and opted for a new lead after multiple efforts. This rv lead was never in service. No adverse patient effects were reported.